Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on 01/16/2014. A product evaluation confirmed the customer reported problem and also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The technician was unable to perform voltage across the dc plug test due to prongs being out of position. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.80 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported her power adapter was cracked and one of the prongs is now loose. During the product evaluation on 01/28/2014, the technician observed a damaged transformer housing - breach present which is a safety risk.